Event description:
It was reported that the patient passed away. An attorney alleged that the patient's cardiac resynchronization therapy pacemaker (crt-p) caused the patient death. It was further reported that two days prior to the death of the patient, the patient had presented to the emergency room due to fever, vomiting, cough, tachycardia,abdominal pain and nausea. While in the emergency room, the patient became hypotensive and hypoxic. A chest x-ray was performed and pneumonia was suspected. A breathing treatment was ordered and the patient was placed on oxygen and broad-spectrum antibiotics. The patient was admitted to the intensive care unit (ICU) for sepsis of unknown etiology and not responding to fluid resuscitation. An echocardiogram showed suspected vegetation in the right atrium on the lead. Urine cultures indicated (B)(6) and a blood culture indicated (B)(6). Left lower lobe pneumonia was suspected. The patient exhibited a steady decline. The patient was liberated from the bipap and comfort-care was initiated via the physician. The device was then inactivated via magnet and it was noted the patient later passed away. The cause of death was pneumonia.

Manufacturer narrative:
Concomitant medical products: product ID: w4tr01, serial#: (B)(4), implanted: (B)(6) 2019. Product ID: 429888, serial#: (B)(4), implanted: (B)(6) 2019. Product ID: 5076-45s. If information is provided in the future, a supplemental report will be issued.